Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(6); supplier: (B)(4), manufacturing date: 21.feb.2007. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An investigation summary was performed. The investigation of the complaint articles has shown that: one sliding mechanism (part number 314.291, lot number 5531021) was received with the complaint category of ¿does not/will not function: sticks/jams/stuck.¿ one pelvic arm, 225mm (part number 398.753, lot number 1523057) was received with the complaint category of ¿appearance/state not as expected: missing component feature.¿ a service and repair history review and evaluation ((B)(4)) were performed for the returned sliding mechanism. The repair technician reported the item was missing both synthetic screens and the screw knob, the slide advances ok, the pelvic arm (398.753) was stuck to the device, and the item was scratched on both sides. The manufacture date of this item is 11-jun-2007. Further evaluation at the chu shows that the sliding mechanism and an attachment arm are used together to construct the collinear reduction clamp. The pelvic arm is one of four arm attachment options. This clamp is intended to assist in achieving and maintaining fracture reduction in minimally invasive techniques. The returned clamp was received with the attachment arm and sliding mechanism stuck together. The sliding mechanism shows surface wear and dents to the distal tips. The two black sliding covers were not returned. The attachment arm shows significant dents at the point of attachment to the sliding mechanism. The button to release the attachment arm is missing. In addition, there are dents and scraping to the distal end. The balance of the device shows surface wear and is in working condition. Thus, the complaint condition is confirmed and replication is not applicable as the button is already missing. The returned condition shows signs of withstanding significant force but it is not clear if force was used prior to or after the stuck condition. Thus, it is likely that the method of use and handling may have impacted the received condition. The complaint condition is confirmed as the attachment arm and sliding mechanism are stuck together and the attachment arm is missing the release button. The current design was found to be sufficient for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that: the bar that slides is stuck and the screw/nut that holds the bar on has come off. This did not occur during a surgery and no delay to case or impact to patient. The pelvic arm 225mm is missing a screw and stuck to the sliding mechanism. Non-repairable item# 398.753 is stuck to the 314.291. This report is 1 of 1 for (B)(4).